Event description:
Facility alleges pt reaction upon initiation of dialysis. Pt complained of sob, dizziness, itching feet, swelling hands & bp down 70/p. Blood rinsed back; ns & albumin given. Given 02 and sent to ER.